Event description:
"Dr. Sualn was performing a lap spleen on a 69 year old male. At about 3 hours into the case, the spring grip broke and fell into the incision site. The piece was retrieved and the case was completed. The blunt port was sent to the risk management department for evaluation."

Manufacturer narrative:
Following product receipt and evaluation subsequent report will be filed.